Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual examination did not identify any material or functional issue with respect to the instrument. Functional evaluation with simulated bone verified proper function of instrument. After visual and functional evaluation, the instrument functions as intended.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for this lot were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pin at the tip of the pituitary came out. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.